Event description:
Pt had a pre-operative vaginal examination in 2002. Immediately after the exam pt began itching and sensed they had inhaled latex particles. As pt drove home both palms became deep red and itched painfully. Within 15 minutes their whole upper torso including both arms and hands, was in a state of intense itching. Pt was also having congestion of the respiratory tract. Upon arriving home pt called the doctor who examined them, and he advised them to take benadryl. Pt did and within 20 minutes the crisis was waning. This was pretty scary. For the past three years pt took an antihistamine each time they went to their family member's orthodontal appointments. The claritin helped somewhat. Then pt began to learn the seriousness of this allergy and decided not to go in without a mask. They try to go there only when they need to speak to the doctor. The dr's rooms are so full of flying latex particles that immediately upon entering the premises the pt begins to have mild respiratory distress and itching. Recently: in may 2003, pt had a reaction to balloons that their family member was playing with. Pt was in close contact with their family member and the latex transferred to their hands and clothing. Pt then began to have moderate respiratory distress. Spouse and their family member trashed the balloons and vacuumed the rug in the living room. Pt was going to go outside to walk to get some air. Their family member suggested a treatment from asthma machine -forgot the name.- pt thinks the medicine was called albuteral -not sure.- this treatment worked very well.